Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been corrected and updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Per the initial report, approximately 2 years 6 days post transcatheter pulmonic valve replacement (tpvr) procedure with a 23 mm sapien 3 ultra valve inside a 20 mm sapien 3 valve, the patient was treated with a balloon dilation of the valve to decrease the gradient. A decision was made to not re-valve because it was felt that the gradient was due to distal anatomical issues and not the valve. Subsequently, additional information was provided by the field clinical specialist (fcs). It was clarified that the "distal anatomical issues" were causing the gradient as the valve was implanted distal into the main pulmonary artery (mpa). In addition, the right pulmonary artery (rpa) and left pulmonary artery (lpa) had previously stented with non-edwards grafts which would not expand beyond their current size. The physician felt that most likely the stents in the pulmonary arteries (pas) was the issue for the gradient, but it was difficult to get a gradient across everything due to stents and several valves implanted right at the mpa bifurcation. The physician attempted to balloon the 23 mm sapien 3 ultra valve to determine if placing a new valve would possibly improve the gradient. However, after ballooning, the gradient remained the same. As a result, the physician elected not to proceed with placing a second thv valve. At the time of this report, the information available does not suggest the sapien 3 ultra valve malfunctioned, or that the use or miss-use of the device caused or contributed to the observed gradient. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards sapien 3 ultra valve. Therefore, the gradient event is no longer considered FDA reportable.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years 6 days post transcatheter pulmonic valve replacement (tpvr) procedure with a 23 mm sapien 3 ultra valve inside a 20 mm sapien 3 valve, the patient was treated with a balloon dilation of the valve to decrease the gradient. A decision was made to not re-valve because it was felt that the gradient was due to distal anatomical issues and not the valve.